Event description:
The patient reported that their seizures have been getting worse lately and they couldn't perceive stimulation because they believed their battery was depleted. . However, when checked 2 weeks prior the patient's battery was okay and diagnostics were within normal limits. The patient's generator was replaced due to battery depletion. Per hospital policy, product return is not expected no further relevant information has been received to date.